Event description:
Corrective report information as this file has changed to prior to use and no patient injury.

Manufacturer narrative:
The report of ambulatory infusion pumps/cadd cassette reservoirs - flow stop when filling up 100 cc of medical fluid into the cassette at a pre-use check, the customer noticed the fluid was leaking from the medication bag to the cassette housing. This report has been changed to non reportable, as this occurred prior to use and reported no patient adverse events. This event related to rmd-10001875.106-delay of therapy - minor-hazsit.380.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cassette was leaking fluid from the medication bag into the cassette housing. There were no adverse events reported.

Manufacturer narrative:
Date of initial report should be 05/13/2020.

Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The most probable root cause is that during leak test operation cassette's that failed (leak test), were not properly segregated.